Manufacturer narrative:
Report date: 05aug2021.

Event description:
It was reported to philips by a customer that the unit needs a replacement battery. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
Based on new information received, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. During the preventive maintenance the customer found the battery was close to its end of life and needed to be replaced. The customer called the philips remote service engineer (rse). The rse provide the customer with the parts ID for the internal battery. Per the customer the battery replacement was part of the preventive maintenance. Based on this information, it has been concluded that this is not a reportable event.